Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal bupivacaine and morphine (unknown) at unknown concentration/dose via an implantable pump for non-malignant pain. It was reported that the pump was filled and adjusted 2 days ago but the pump continues to alarm. The hcp mentioned low reservoir alarm volume. Technical services reviewed that the active alarm needs to be silenced from the home screen. The hcp silenced the alarm and updated the pump.